Event description:
It was reported that the distal tip was torn. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the distal tip of the device was torn and was simply pulled out from the patient's body. There were no device fragments left inside the patient's body. The procedure was completed with another wolverine of the same size. No complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the returned device identified that the balloon had not been inflated. A visual and microscopic examination identified no damage or issues with the balloon material or blades of the returned device. All blades were present and fully bonded to the balloon material. The markerbands of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no damage or issues with the shaft or hypotube of the returned device. A microscopic examination found the tip of the device to be severely damaged. This type of damage is consistent with excessive force being applied to the device when attempting to cross a difficult lesion. No other issues were identified during the product analysis.

Event description:
It was reported that the distal tip was torn. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the distal tip of the device was torn and was simply pulled out from the patient's body. There were no device fragments left inside the patient's body. The procedure was completed with another wolverine of the same size. No complications reported and patient was stable.